Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be evaluated at syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver average cardiac output displayed on the driver was outside the testing acceptance criteria.

Manufacturer narrative:
The reported issue of the average cardiac output displayed on the driver being outside the testing acceptance criteria was confirmed through review of the patient file and was reproduced during the extended observation run testing. The root cause was determined to be a malfunction of the pilot valves. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.